Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21649. It was reported the pt (australia) received two leads in the occipital (off-label) region. The pt experienced ineffective stimulation. Diagnostics revealed one invalid impedance value on the octrode. Subsequently, the pt underwent surgery to explant and replace the leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.